Event description:
It was reported that the patient presented to the hospital after a lead integrity alert [lia] was triggered. It was also reported that the right ventricular [rv] lead had high impedance measurements and was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and the defibrillation coil was fractured. It was noted that the defibrillation coil was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was a non-electrical miscellaneous finding on the tip electrode. Analyst visual comment: steroid ring missing. Unable to determine when this occurred. Both the rv and svc inner conductors are fractured at 31 cm.